Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4030c-09 was received for investigation. Visual inspection identified that the tip and threads of fastthread¿ biocomposite¿ interference screw 9 x 30 mm had broken/damaged. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the thread on the front part of the screw got worn. No part of the device remained inside the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device (ar-4030c-10). It was not necessary to switch the surgical technique or do a second surgery.